Manufacturer narrative:
(B)(4). The evaluation and repair was completed by a non-medtronic service provider. The provider found the capacitor faulty. The provider replaced the capacitor. The provider reported that the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, during power on, an 840 ventilator had a compressor inoperative. The ventilator was not in use on a patient at the time the event occurred.